Manufacturer narrative:
Three used devices were returned. It was observed that the balloons of the 3 returned products were burst. Based upon the evaluation of the returned products, this complaint can be confirmed as reported.

Event description:
(B)(6). According to the information received, balloons of different catheters deflated 3 times. Catheters are disassociated from the patient which required the catheter to be reinserted into the patient 3 times in just over a day. It was reported that the balloon was filled to a volume of 15 ml and this volume decreased. It was reported that the patient experienced urine haematuria after these 3 catheterizations.